Manufacturer narrative:
The device used in treatment has been returned for evaluation establishing a relationship between the reported event and the device. A visual inspection reported defects to the outer case. The functional evaluation found that the device displayed a software related error, identifying the root cause preventing the unit form charging. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during production. The device met all specifications upon release into distribution. A complaint history for the reported event has been reviewed revealing further instances, however no further action is deemed necessary. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Manufacturer narrative:
The returned device was evaluated to determine the cause of the reported failure. The preliminary performance and safety check revealed the device failed message was triggered by an error code 31 and not a battery issue. The exact cause of the fault condition could not be determined, error code 31 is a normal fail safe function to halt therapy when an error occurs. This error message is a protective mechanism built into the device to ensure protection of software against an inappropriate use of device. A visual inspection also revealed damage to the outer casing. A review of the associated manufacturing assembly records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. Following the complaint assessment, the unit was sent to our service and repair center to await further instructions on the repair status/fate of the device.

Event description:
Renasys go battery was running low when patient is outdoor. Patient tried to charge the device when he goes back. However, error message was displayed and device fail to charge. Customer change to another unit of renasys go to resolve this issue. No patient affectation.